Manufacturer narrative:
H6: investigation summary : since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ IV catheter needle would not retract. The following information was provided by the initial reporter: the dept. Just had 2 more having the same issue. All from the same lot number. Original complaint: on one of our nursing floors there have been a few nurses that have been concerned with the 20 g angiocaths. They are stating that they are not retracting.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ IV catheter needle would not retract. The following information was provided by the initial reporter: the dept. Just had 2 more having the same issue. All from the same lot number. Original complaint: on one of our nursing floors there have been a few nurses that have been concerned with the 20 g angiocaths. They are stating that they are not retracting.